Event description:
It was reported that the patient was admitted on (B)(6) 2022 for weakness, nausea, and vomiting which began late evening (B)(6) 2022. Information was received on (B)(6) 2022 that the patient opted to have their pump turned off on (B)(6) 2022 due to uncontrolled bacteremia and died on (B)(6) 2022 in the step down unit. Bacteremia had an onset date of (B)(6) 2022. Prior to turning off the pump, the patient was given oral itraconazole and intravenous daptomycin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect event that resulted in a pump stop. This event appeared consistent with the report of the paramedics performing a system controller exchange. Additionally, a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The submitted primary system controller log file contained information from 25feb2022 to 18mar2022, and showed that the driveline was disconnected on (B)(6) 2022, causing the pump to stop, consistent with the reported system controller exchange. The driveline was subsequently reconnected on (B)(6) 2022, but was again disconnected for approximately 1 hour and 25 minutes on (B)(6) 2022 before ultimately being reconnected. A specific cause for this second disconnect could not conclusively be determined through this evaluation. The backup system controller log file contained relevant information at the end of the file when the pump was connected. Overall, the pump appeared to function as intended throughout the submitted log files. It was reported that hmii lvas, serial number (B)(6), would not be returned for evaluation. The heartmate ii lvas IFU, rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, and pump pocket) and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Sections 2, 3, and 5 of the IFU as well as sections 2, 3 and 4 of the patient handbook, state that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times. Section 7 of the IFU and section 5 of the patient handbook address all alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25sep2014. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
A pump stop was captured in the log files that reflected a previous driveline disconnect not related to the current issue. Analysis of log files from the controller in use prior to emergency medical service (ems) arrival showed the system controller was disconnected on 17mar2022 at 6:48 am. The system controller was reconnected again on 18mar2022 at 8:11 am. No other notable alarm conditions or parameter changes were observed. The duration of the pump stop could not be determined as the clock was not set on the backup system controller. It was noted that the backup system controller not being charged may have resulted in the clock returning to the default setting. The death was not considered to be device or therapy related. Related manufacturer's reference number: 2916596-2022-01954 (controller with previous driveline disconnect).